Event description:
Customer reports that while performing a craniotomy the device did not disengage properly on the 3rd burr hole and the drill tore the dura. Pt was reported to be okay following incident.